Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. At this time there was no indication that the pump failed in a manner that mmd would consider reportable. When the pump was returned to mmdg, the pump over infused at a rate that would be reportable. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The volumetric and alarm failures was discovered at moog. (B)(4).